Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6 corrected: d4 visual examination of the returned product identified signs of use (gouges, impact marks) and confirming the pad is fractured, not all pieces returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. Review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
In was reported that a femoral impactor broke while impacting femur trial. The surgical technique was utilized. There was no surgical delay or foreign bodies retained. All available information has been provided.